Manufacturer narrative:
Per tandem's user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. In addition to the above, do not expose your pump, transmitter, or sensor to: pacemaker/automatic implantable cardioverter defibrillator (aicd) placement or reprogramming, cardiac catheterization, nuclear stress test. You must take off your pump, transmitter, and sensor and leave them outside the procedure room. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump went through a x-ray scanner, and subsequently a malfunction occurred. Customer's blood glucose level was 186 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.